Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 due to persistent error 23118. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and found to installed onto a golden system where 23118 error was triggered, replicating the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the insertion chipencoder virtual absolute (cva) printed circuit assembly (pca) and flat flex cable (ffc) was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, that the customer initially experienced a recoverable fault with the system's universal surgical manipulator (usm), which persisted despite power cycling attempts. The technical support engineer (tse) confirmed the issue through system log reviews and advised the customer to continue using the system with three usms system configuration or to bring in another system to maintain four-usms functionality. The customer elected to move the surgical procedure to another da vinci system as the system requires all four usm arms. The procedure was aborted to another dv system with no reported injury.